Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. The patient received a MRI, and after the patient's implantable cardioverter defibrillator was interrogated and showed the battery longevity as 0.1-86.1 months, whereas before it was measured as 7.2-7.5 years. The patient's device was interrogated again on (B)(6) 2021 and the longevity was measured to be 6.0-7.1 years. No intervention was performed. The patient was in stable condition.